Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), the quantum maverick balloon catheter became stuck on another manufacturers guide wire. Details of the target lesion being treated during the index procedure are unknown. The procedure was successfully completed with no harm to the patient. No patient injuries or complications were noted. Patient status listed as "fine."

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), the quantum maverick balloon catheter became stuck on another manufacturers guide wire. Details of the target lesion being treated during the index procedure are unknown. The procedure was successfully completed with no harm to the patient. No patient injuries or complications were noted. Patient status listed as "fine."

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned in two pieces. Examination revealed shaft separation/detachment from the corewire of the hypotube. Visual and microscopic inspection revealed tip and shaft damage. The distal tip is bunched up and the shaft is accordianed from the proximal end of the balloon waist extending proximally approximately 3 centimeters in length. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to and/or anatomical procedural factors. (B)(4).